Manufacturer narrative:
This investigation is on-going and the result will be included in a follow-up report.

Event description:
The customer reported that during cleaning, the spring arm cast broke and the arm fell down. There was no patient involvement and no injuries were reported. Manufacturer reference #: (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found a broken weld seam at the joint front pivot. Additionally, the device was directly involved with the reported incident however was not used for treatment or diagnosis of the patient when the event occurred. The fst replaced the spring arm with a new one and returned the device to service.

Event description:
(B)(4).